Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient's PICC line is leaking at the puncture site during pulsed rinses. Patient comes to recovery room to check PICC line with vascular access nurse. Leakage at the puncture site at the level of the PICC line skin during pulsed rinsing. Device fitted 2 months ago. No induration, blood return and seccuracath in place. Visualization of leakage at 6-7 cm on the PICC line. Reminder: PICC line at 3 cm mark: PICC line removed and replaced. PICC line installed for chemotherapy. PICC line always placed several inches upstream, away from the seccuracath.